Event description:
It was reported that the patient with this inflatable penile prosthesis presented to clinic with device pending erosion through the right corporal body. The patient was examined both physically and visually. The device was explanted and replaced. No further patient complications were reported.